Manufacturer narrative:
Per the t:flex user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received and was verified after troubleshooting with tandem technical support. Customer reloaded cartridge and fill estimate was accurate. Customer's blood glucose was 283 mg/dl. Reportedly, customer used u500 insulin versus the labeled u100.